Manufacturer narrative:
(B)(4). Date sent: 06/13/2016. (B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and resulted in "reactivate" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, there was evidence of moisture ingress and the acoustic isolator was torn. A degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, generator showed error code: second hand activation recognized. Handpiece over six years old, counter 83. Suspicion that handpiece is manipulated. Used with gen11, software 2013_1. Another like device was used to complete the procedure. No further information is available. There were no adverse consequences for the patient.